Manufacturer narrative:
The customer's report that the tubing came apart was confirmed based on visual inspection of the as-received set sample. The separation was at the engagement of the bottom smartsite port's outlet and tubing components. Further inspection of the separated tubing end identified the issue to be due to insufficient solvent being applied at the tubing engagement along with the tubing not being fully inserted. Dimensional measurement confirmed the tubing to be within specification(s). The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that the tubing came apart during an infusion on (B)(6) 2020. Although requested, no additional event and/or patient information was provided. It was further confirmed during follow up that patient care was not delayed and that this event did not contribute to, or result in a serious adverse impact to patient. However, it was also stated that there was no patient involvement associated with this event.

Event description:
It was reported that the tubing came apart during an infusion on (B)(6) 2020. Although requested, no additional event and/or patient information was provided. It was further confirmed during follow up that patient care was not delayed and that this event did not contribute to, or result in a serious adverse impact to patient. However, it was also stated that there was no patient involvement associated with this event.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographics were not provided.

Event description:
It was reported that the tubing came apart during an infusion on (B)(6) 2020. Although requested, no additional event and/or patient information was provided.